Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However based on the report of the olympus local service engineer, omsc surmised a potential cause as follows. The user forcibly pushed the device into the patient body with the bending section bent and the bending section of the device was broken. Because the bending section of the device was broken, the wire inside the bending section got stuck. The instruction manual of the device states the corresponding method in case of an abnormality.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus service operation repair center was informed from the facility that during a procedure with the device, the bending section of the device was broken. The user completed the procedure by using the device. Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center, it was found that the bending section of the device could not be straightened by the angulation operation. Other detailed information was not provided. There was no report of patient injury associated with the event.